Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menses irregular, itching, pap smear abnormal, pelvic adhesions, blood in stool, blood in urine, appetite lost, flank pain, chronic cervicitis and endometriosis. On (B)(6) 2010, the patient had essure inserted. In june 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea") and abdominal pain ("abdominal pain"). In july 2010, the patient experienced dyspareunia ("dyspareunia"), menorrhagia ("abnormal bleeding (menorrhagia) / heavy and constant menstrual cycle"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), headache ("headaches,"), migraine ("migraines") and libido decreased ("decreased libido"). In january 2011, the patient experienced back pain ("back pain"). In july 2011, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced hypersensitivity ("hypersensitivity"), vaginal infection ("vaginal infections"), female sexual dysfunction ("apareunia,"), fatigue ("fatigue,"), urinary tract disorder ("bladder/urinary problems") and bladder disorder ("bladder/urinary problems"). The patient was treated with surgery (hysterectomy with unilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, abdominal pain and back pain was resolving, the dysmenorrhoea, dyspareunia, menorrhagia, vaginal haemorrhage, vaginal infection, headache, nausea, fatigue, libido decreased, urinary tract disorder and bladder disorder had resolved and the hypersensitivity, migraine and female sexual dysfunction outcome was unknown. The reporter considered abdominal pain, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hypersensitivity, libido decreased, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. On right 4 coils seen, on left 5 coils seen previously reported essure insertion and removal date : (B)(6) 2011 and (B)(6) 2012 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in august 2010: total bilateral occlusion. Imaging procedure - on (B)(6) 2011: essure confirmation test(s) (unspecified) result - bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet and medical records received : events- "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), migraines, back pain" , reporter, medical history, lab data added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menses irregular, itching, pap smear abnormal, pelvic adhesions, blood in stool, blood in urine, appetite lost, flank pain, chronic cervicitis and endometriosis. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea") and abdominal pain ("abdominal pain"). In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia"), menorrhagia ("abnormal bleeding (menorrhagia) / heavy and constant menstrual cycle"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), headache ("headaches,"), migraine ("migraines") and libido decreased ("decreased libido"). In (B)(6) 2011, the patient experienced back pain ("back pain"). In (B)(6) 2011, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced hypersensitivity ("hypersensitivity"), vaginal infection ("vaginal infections"), female sexual dysfunction ("apareunia,"), fatigue ("fatigue,"), urinary tract disorder ("bladder/urinary problems") and bladder disorder ("bladder/urinary problems"). The patient was treated with surgery (hysterectomy with unilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, abdominal pain and back pain was resolving, the dysmenorrhoea, dyspareunia, menorrhagia, vaginal haemorrhage, vaginal infection, headache, nausea, fatigue, libido decreased, urinary tract disorder and bladder disorder had resolved and the hypersensitivity, migraine and female sexual dysfunction outcome was unknown. The reporter considered abdominal pain, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hypersensitivity, libido decreased, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. On right 4 coils seen, on left 5 coils seen previously reported essure insertion and removal date : (B)(6) 2011 and (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: total bilateral occlusion. Imaging procedure - on (B)(6) 2011: essure confirmation test(s) (unspecified) result - bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: extension of expected date of next report. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menses irregular, itching, pap smear abnormal, pelvic adhesions, blood in stool, blood in urine, appetite lost, flank pain, chronic cervicitis and endometriosis. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea") and abdominal pain ("abdominal pain"). In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia"), menorrhagia ("abnormal bleeding (menorrhagia) / heavy and constant menstrual cycle"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), headache ("headaches,"), migraine ("migraines") and libido decreased ("decreased libido"). In (B)(6) 2011, the patient experienced back pain ("back pain"). In (B)(6) 2011, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced hypersensitivity ("hypersensitivity"), vaginal infection ("vaginal infections"), female sexual dysfunction ("apareunia,"), fatigue ("fatigue,"), urinary tract disorder ("bladder/urinary problems") and bladder disorder ("bladder/urinary problems"). The patient was treated with surgery (hysterectomy with unilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, abdominal pain and back pain was resolving, the dysmenorrhoea, dyspareunia, menorrhagia, vaginal haemorrhage, vaginal infection, headache, nausea, fatigue, libido decreased, urinary tract disorder and bladder disorder had resolved and the hypersensitivity, migraine and female sexual dysfunction outcome was unknown. The reporter considered abdominal pain, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hypersensitivity, libido decreased, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. On right 4 coils seen, on left 5 coils seen previously reported essure insertion and removal date : (B)(6) 2011 and (B)(6) 2012 . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: total bilateral occlusion. Imaging procedure - on (B)(6) 2011: essure confirmation test(s) (unspecified) result - bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-oct-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menses irregular, itching, pap smear abnormal, pelvic adhesions, blood in stool, blood in urine, appetite lost, flank pain, chronic cervicitis and endometriosis. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea") and abdominal pain ("abdominal pain"). In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia"), menorrhagia ("abnormal bleeding (menorrhagia) / heavy and constant menstrual cycle"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), headache ("headaches,"), migraine ("migraines") and libido decreased ("decreased libido"). In (B)(6) 2011, the patient experienced back pain ("back pain"). In (B)(6) 2011, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced hypersensitivity ("hypersensitivity"), vaginal infection ("vaginal infections"), female sexual dysfunction ("apareunia,"), fatigue ("fatigue,"), urinary tract disorder ("bladder/urinary problems") and bladder disorder ("bladder/urinary problems"). The patient was treated with surgery (hysterectomy with unilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, abdominal pain and back pain was resolving, the dysmenorrhoea, dyspareunia, menorrhagia, vaginal haemorrhage, vaginal infection, headache, nausea, fatigue, libido decreased, urinary tract disorder and bladder disorder had resolved and the hypersensitivity, migraine and female sexual dysfunction outcome was unknown. The reporter considered abdominal pain, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hypersensitivity, libido decreased, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. On right 4 coils seen, on left 5 coils seen. Previously reported essure insertion and removal date : (B)(6) 2011 and (B)(6) 2012 . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: total bilateral occlusion. Imaging procedure - on (B)(6) 2011: essure confirmation test(s) (unspecified) result - bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: extension of expected date of next report based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), female sexual dysfunction ("apareunia,"), abdominal pain ("abdominal pain"), hypersensitivity ("hypersensitivity"), vaginal infection ("vaginal infections"), fatigue ("fatigue,"), headache ("headaches,"), urinary tract disorder ("bladder/urinary problems") and bladder disorder ("bladder/urinary problems") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy (partial)). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, abdominal pain and hypersensitivity outcome was unknown and the nausea, vaginal infection, fatigue, hormone level abnormal, headache, urinary tract disorder and bladder disorder had resolved. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hormone level abnormal, hypersensitivity, nausea, pelvic pain, urinary tract disorder and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2011: essure confirmation test(s) (unspecified) result - bilateral occlusion. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received: case upgraded to incident. Unspecified event "injury to herself" was updated to more specific events: abdominal pain, pelvic pain, urinary tract disorder, dysmenorrhea (cramping),dyspareunia, apareunia, hypersensitivity, bladder problems, vaginal infections, fatigue, hormonal changes, headaches, nausea. Patient demographic added, essure insertion date updated and removal date added, essure indication updated. Lab data added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.